Manufacturer narrative:
D2b. Pro code (product code)-lit, dqy.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, upon initial inflation at 30 atmospheres for 10 seconds the balloon ruptured in the middle part. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.